Event description:
A brown particulate matter was found in the cannula that came with the syringe. A culture has been done but reporter has not received the results yet. The syringe itself is clear. The sample will be shipped back to the MFR.